Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead was detached when the delivery catheter was withdrawn. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was fully inserted into a test sample catheter with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.